Manufacturer narrative:
The year is the only known part of manufacture date. We have defaulted to the first of the year. It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer's daughter reported a lancet from a properly seated drum protruding past end cap of lancing device. No adverse event alleged. A request was made for the return of the device.